Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 22 aug 19, 0 non-conformances on this lot number. Final micro and sterility tests passed. 2760 units released. Expiry date: 31-aug-17.

Manufacturer narrative:
Product complaint # : (B)(4). Added concomitant products depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat pain and limited mobility due to avascular necrosis (avn). The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. The surgeon notes that the patient¿s poor bone quality due to avascular necrosis. Patient received a left knee revision to treat pain, swelling, poor rom, and instability secondary to femoral avn progression. The patient had a previous arthroscopic excision of scar tissue, but the pain persisted. Upon entering the joint, the surgeon encountered and debrided scar tissue. The femoral component was well-fixed but revised due to progression of the patient¿s preexisting avn. There was questionable loosening of the tibial tray at an unknown interface, so it was revised. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2018, left knee.